Event description:
It was reported that during a da vinci prostatectomy procedure, customer advanced the cannula accessory and was able to use it, however, the customer was not able to remove the monopolar curved scissors. Customer then noticed that the monopolar curved scissors tip cover was bunched. There was no patient harm, adverse outcome or injury reported. Followed-up with technical support engineer to confirm what bunched meant and per tse, he believes the monopolar curved scissors tip cover was slipping down after being installed. There were no holes or any other issues with the tip cover. The tip cover will not be returned as customer may have discarded the item. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event; the initial reporter also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident.

Manufacturer narrative:
The tip cover accessory may have been discarded; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.